Event description:
It was reported that the insulin pump alarmed no delivery and customer's blood glucose had been high for the last 2-3 weeks. Troubleshooting was done. Customer's blood glucose was 15.4 mmol/l. Customer changed the entire set and site and the insulin pump did not alarm no delivery. The insulin pump was functioning correctly. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.